Manufacturer narrative:
Case reference: (B)(4).

Event description:
It was reported that, the film of 10 iv3000 6 cm x 7 cm peripheral catheters ctn 100 were creased after removing the release paper, so they could not be used. Incident occurred during the set up/inspection. The procedure was successfully completed without delay using a back-up device. No patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. A visual inspection confirmed the crease reported. Probable root cause has been determined as a maintenance related issue, now resolved. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, complaint history file contains further instances. Smith + nephew will continue to monitor for any adverse trends relating to this product range. (B)(4).